Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The mvp device was returned for evaluation detached from the pushwire. There were six unfilled coil gaps found with the distal threaded section of the pushwire which is acceptable. The proximal marker band of the plug was found to be bent. The plug was re-attached to the distal end of the pushwire. While securing the plug, the plug was successfully detached from the pushwire with approximately 6 full rotations of the pushwire. No other anomalies were observed. Based on the above findings the customer's report of delayed detachment was not confirmed. The plug was able to be detached from the pushwire with approximately 6 full rotations. The customer's report of mvp migration after detachment could not be confirmed as no images were provided. The device was found to be damaged. However, the cause for the damages could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. This report was inadvertently previously filed under the (B)(4) registration number of manufacturing site (MDR# 2029214-2015-00765). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic ((B)(4)) received report that an mvp-5q could not be detached during a pre-y90 mapping gastroduodenal artery (gda) embolization procedure. The gda measured 4.4mm and an mvp-5q was selected. A .027 microcatheter was advanced into the gda and the mvp-5q was advanced into the microcatheter. Blood flow was in line with the flow rating for mvp. The mvp was unsheathed and the physician attempted to detach the device per IFU. The mvp open completely in the gda before detachment attempts and a pre detachment injection showed occlusion of the vessel. After approximately 60 full revolutions of the torquer, it was decided to resheath the mvp-5q and remove from the patient. Several attempts were made to move the wire to check for detachment. While trying to resheath the device, the device came back into the catheter partially. The mvp then detached and migrated into the common hepatic artery. A gooseneck snare was then used to snare the device and successfully remove from the patient without injury. Subsequently, the gda was embolized with pushable coils. No patient injury was reported as a result of this procedure.